Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the plots were not used so no change for the patient. No actions were taken to resolve the issue. The outcome remains ongoing as the plots were not used. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0204681929, product type: lead. Product ID: 3877-45, lot# 0207101043, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient already had high impedances before plot 1-6 became more than 10,000 ohms; this was found when the device was interrogated on (B)(6) 2016. In programming these plots were not used, so there was no difference for the patient. On (B)(6) 2018 device was interrogated, the pace was changed and impedances were checked; there was another plot high of 10,000 ohms but not used so no change for the patient. The event resulted in an unscheduled clinic or office visit. Etiology indicated the relationship of this event to the device or therapy as possibly related, but not related to the implant procedure. Outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was unresolved with no further action planned.